Event description:
The anesthesia department reported the extension set stopcocks are cracking and leaking and in some instances they completely fall off. No pt harm and no medical intervention required. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A follow up report will be submitted once the failure investigation has been completed.